Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique, further described as a change in caregiver, which resulted in peritonitis. The patient was hospitalized for the reported event. The treatment for the peritonitis was unspecified antibiotics (doses, routes and frequencies not reported). Thirteen days later, the treatment was discontinued. The patient was reported to have recovered from the peritonitis. The actions taken with pd therapy were not reported. Additional information was requested, but the reporter declined to provide anything else on this event.